Event description:
Pt sustained fractured radius and ulna. Underwent orif the next day, with implant of titanium 1/3 tubular 5 hole plate on each bone. Pt presented to physician office on 08-07-02. X-rays revealed fractured plates. Pt denies any injury or fall. Pt elected to have removal of plates and screws and orif. Ten-hole, stainless steel plate (radius) 8-hole ss plate (ulna implanted.